Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received 3 no delivery within an hour. Customer's blood glucose level at the time of the incident 524 mg/dl. Customer treated with an injection of insulin. Customer was able to troubleshoot during the call. Customer disconnected at the quick release and was able to observe insulin exiting the infusion set tubing while performing a fixed prime. Customer last changed their infusion set 3 days prior. No product is expected to be returned.